Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed a ruptured reservoir. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor experienced a ruptured reservoir after filling. The device was filled with 100ml of 10.2% ropivacaine hydrochloride hydrate. There was no patient involvement and, therefore, no report of patient injury or medical intervention. No additional information is available at this time.